Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated when manually manipulating a z-drape in the field of view of the camera. Otherwise, the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a cervical spinal fusion, an imprecision was observed following an initial image acquisition. It was noted that the site was using a z-drape which was suspected to have interfered with the communication and possibly led to the imprecision. The imprecision was noted to be two millimeters. A second image acquisition was performed to complete the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.